Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Following deployment there was some minor migration and slight tilting. Approximately two years eight months post deployment, multiple attempts and methods were used to retrieve the filter. However, after multiple attempts it was decided to stop the procedure as the filter seemed to be embedded in fibrotic tissue around the filter. A CT scan demonstrated penetration of 2 of the struts to the left and posteriorly without obvious involvement of any surrounding structures. Approximately three years five months post deployment, patient underwent successful retrieval of the filter and the detached limb. An ivc filter was noted with the tip/hook at the inferior endplate of the second lumbar vertebral body with mild rightward tilt. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, limb detachment and retrieval difficulties and unintended movement based on the provided medical records. Per the medical records, multiple unsuccessful attempts were made initially to retrieve the filter using bard loop snare, ensnare clover leaf snare, and balloon angioplasty. The filter was noted to be embedded in the fibrotic tissue around the ivc filter with mild rightward tilt. This could have possibly led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2013), (manufacturing date: 12/2012), (B)(4).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Following deployment there was some minor migration and slight tilting. Approximately two years eight months post deployment, multiple attempts and methods were used to retrieve the filter. However, after multiple attempts it was decided to stop the procedure as the filter seemed to be embedded in fibrotic tissue around the filter. A CT scan demonstrated penetration of 2 of the struts to the left and posteriorly without obvious involvement of any surrounding structures. Approximately three years five months post deployment, patient underwent successful retrieval of the filter and the detached limb. An ivc filter was noted with the tip/hook at the inferior endplate of the second lumbar vertebral body with mild rightward tilt. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, limb detachment and retrieval difficulties and unintended movement based on the provided medical records. Per the medical records, multiple unsuccessful attempts were made initially to retrieve the filter using bard loop snare, ensnare clover leaf snare, and balloon angioplasty. The filter was noted to be embedded in the fibrotic tissue around the ivc filter with mild rightward tilt. This could have possibly led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2013), (manufacturing date: 12/2012), and (device code: 3026, 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter had a mild rightward tilt and penetration of two struts to the left and posteriorly without obvious involvement of any surrounding structures. Furthermore, there was a detached filter strut within the wall of the vena cava that was retained. Initially, the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Finally, the device and filter struts were removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter had a mild rightward tilt and penetration of two struts to the left and posteriorly without obvious involvement of any surrounding structures. Furthermore, there was a detached filter strut within the wall of the vena cava that was retained. Initially, the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Finally, the device and filter struts were removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the inferior vena cava filter had a mild rightward tilt and penetration of two struts to the left and posteriorly without obvious involvement of any surrounding structures. Furthermore, there was a detached filter strut within the wall of the vena cava that was retained. Initially, the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Finally, the device and filter struts were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed and placed the filter to the selected site at approximately l1/l2 level for a patient with deep venous thrombosis and high risk for pulmonary embolus. There was just some minor migration and slight tilting. Approximately two years and eight months of post deployment, inferior vena cava retrieval was performed which showed through the right internal jugular vein approach, the wire was exchanged to a magic torque wire, the vein access site was dilated with 7 and 10 french dilators and subsequently the retrieval sheath and dilator - the 11 french 58 cm sheath, the 9 french 60 cm inner sheath, and the 8.5 french dilator were inserted over the magic torque under fluoroscopic guidance and placed just above the inferior vena cava. The dilator and the wire were removed. The initial venogram was performed that revealed no thrombus in the vena cava filter. Initially, the bard loop snare was used to loop the tip of the filter. However, this was unsuccessful. This was followed by ensnare clover leaf snare to snare the tip of the filter. This was also unsuccessful. A 7 french judkins right catheter and a 6 french multi-purpose catheter were used to facilitate access to the tip of the filter to snare the filter. These attempts were also unsuccessful. Subsequently, an 8*14 mm balloon was used to balloon angioplasty between the inferior vena cava and the inferior vena cava filter, to facilitate dislodgement of the filter from the inferior vena cava wall. Following this, again, attempts were made to snare the tip of the filter which were also unsuccessful. Finally, the endobronchial catheter was placed, and attempts were made to grasp the tip of the filter with an endobronchial forceps. This also was unsuccessful. After nearly 61 minutes of fluoroscopic time, it was decided to stop the procedure as the filter seemed to have been embedded in what seemed to be fibrotic tissue around the inferior vena cava filter. All sheaths and wires were removed from the internal jugular vein. Prior to removal of the sheath, a final vena cavogram was performed. This revealed patent inferior vena cava with no evidence of perforation. Around eight months later, foreign body retrieval from inferior vena cava was performed for computed tomography scan demonstrating penetration of two of the struts to the left and posteriorly without obvious involvement of any surrounding structures which showed an inferior vena cava filter was noted with the tip/hook at the inferior endplate of the second lumbar vertebral body with mild rightward tilt and through the vein approach, attempts to direct a bentson wire through the right atrium into the inferior vena cava were unsuccessful and therefore a dilator was used over the wire to direct the wire into the inferior vena cava and to the filter level. Over this wire, a 16 french 35 cm sheath was passed to the level just above the filter. A large cloverleaf snare was then passed through the sheath and multiple attempts were made to engage the hook. It was clear that the hook was not embedded in the wall after several attempts firm engagement was made. Using the snare as the anchor, the large sheath was then passed over the filter to collapse the struts. Caudal pressure was necessary to dissect from the vena caval wall until the filter was free. This was then removed and inspected. 11 of the 12 struts were identified initially. A high-resolution fluoroscopic image was then obtained demonstrating the retained strut within the wall of the vena cava. This strut had a caudally directed barb in its midportion. The snare catheter was then reintroduced using a smaller snare and manipulation of the snare catheter demonstrated that the strut was in fact protruding partially into the vena cava. Using the snare and catheter manipulation it was able to then grab the strut in its midportion and using this to stabilize the sheath was advanced over the strut under fluoroscopic guidance and the strut was removed. This was inspected and noted to be removed in its entirety. Via this sheath, follow-up venacavography was performed demonstrating the findings namely absence of injury or obstruction. No other foreign bodies were identified. The sheath was then withdrawn. Therefore, the investigation is confirmed for perforation of the inferior vena cava, positioning problem, filter tilt, filter limb detachment, unintended movement and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of the inferior vena cava, positioning problem, filter tilt, filter limb detachment and unintended movement. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 12/2013), d10, g3, h6 (device, method, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.